Manufacturer narrative:
Result: broken weld. Conclusion: stretcher out of life expectancy. It has been recommended to the customer to dispose of the stretcher.

Event description:
It was reported by service report that the side rail had a broken weld and there were sharp edges present. No pt involvement or adverse consequences are reported.